Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a universa firm ureteral stent, was found with an accumulation with many stones, after two months indwelling. A cystoscope and laser were used to remove the stones from the stent. No additional patient consequences were reported.

Event description:
Additional information was received 30nov2022. The stent was initially placed during a retrograde intrarenal surgery. The patient has experienced no adverse effects as a result of this event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a universa firm ureteral stent, was found with an accumulation with many stones, after two months indwelling. The stent was initially placed during a retrograde intrarenal surgery. A cystoscope and laser were used to remove the stones from the stent. No additional patient consequences were reported. The patient has experienced no adverse effects as a result of this event. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. The device was not returned to cook for investigation. A review of the device history record for the complaint device was completed and no relevant nonconformances for the lot or the stent subcomponent lots were discovered. A historic complaint search for lot 13876657 was done and it was found that there was one other customer complaint (manufacture¿s reference number 366155). The complaint involved a stent accumulating stones after it was left indwelling for five months. The stent in the complaint was not checked until five months after the implant date. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which provide the following information: ¿intended use¿universa firm stents are not intended to remain indwelling more than twelve months.¿ ¿precautions¿ureteral stent should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and /or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors.¿ ¿potential adverse events¿encrustation¿ ¿how supplied¿upon removal from package, inspect the product to ensure no damage has occurred¿ based on the available information, cook concluded that the cause of the encrustation was unable to be determined with the available information; however, encrustation is a known inherent risk. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.